Event description:
Allegedly revised due to a broken component.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. The event code is addressed in the package insert. Attempts are being made to have the product returned for evaluation. This report will be updated when the investigation is complete. This is the same event as 1043534-2011-00719.

Manufacturer narrative:
Conclusion: no conclusion can be drawn. Photographic images were made and the package insert was reviewed.